Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had suffered withdrawal symptoms "for years" due to the compounded morphine delivered by the pump. The patient would begin to experience symptoms "about a month or more" prior to pump refill. The doctor would refuse to refill the pump any more often than 4 months 10 days stating "I can't justify filling it more often." Symptoms included "aches all over," "twitchy," often falls, nausea, vomiting, blood pressure drops, slurred speech, "falls asleep in mid-sentence" and blood in stools. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2010, but was released. The patient presented to the emergency room (ER) and the medical center several other times and was repeatedly dismissed; on one occasion was told with "flu-like symptoms." The patient was dismissed by his regular doctor and had difficulty finding a physician that would address the withdrawal symptoms. A manufacturer representative interrogated the pump and told the patient "it was working fine." The patient contacted another physician who informed them that compounded morphine deteriorates over time and that the patient was suffering withdrawal. That physician attempted to contact the other physicians previously seen by the patient but was unable to reach them. The physician contacted the pharmacy and discovered that it was indeed mixed morphine. The physician immediately removed the weakened morphine and refilled the pump with "the medicine he was supposed to have been getting." The reporter stated that since the pump had been refilled, the patient still had "many problems," but was doing much better. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006 product type catheter. (B)(4).